Event description:
The device was returned for a valve 2 leak failure. After device was provisioned to 5.9.2 software, the leak failure is unable to be reproduced anymore. The pump passed mock infusions designed to trigger a valve leak. An internal investigation was conducted and no damage was identified.

Event description:
The following has been reported: biomed reported -staff have a lvp pump it was reported that service needed. The loading guide pins were tough to move, but after cleaning, it was very easy to move. Staff cleaned the av (actuator valve) and guide pins. No problem found while testing pump. There was no report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.